Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had air bubble anomaly. Customer's blood glucose level was unknown. Customer also stated that the approximate size of air bubbles was large air gap and location of air bubble was reservoir. It was also stated that the insulin pump had no delivery alarm. Customer was advised to check for leaks at the p-cap connection, infusion tubing and reservoir, customer did not notice any leaks. The reservoir will not be returned for analysis.